Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be implanted. The patient was discharged. On an unknown date in (B)(6) 2026, severe aortic regurgitation was observed and on (B)(6) 2026, the valve was explanted. The patient also experienced to be high gradient and dyspnea. A non-abbott valve was surgically implanted, and the patient was in a recovering condition.